Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell while wearing the pump and the pump screen shattered and became unresponsive. Contact reported customer experienced an elevated blood glucose (bg) level of 400 (mg/dl) and an insulin pens was administered to treat bg levels. It was indicated that customer would use insulin pens for diabetes management.